Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Updated: h6 (patient). No code available (3191 is used to capture device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number(B)(4). Reason for original complaint : asr revision, left, asr xl reason(s) for revision: component loosening (femoral component), pain aug 22, 2017: email notification from (B)(6) received. There is no new information. This complaint was updated on aug 31, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision, left, asr xl. Reason(s) for revision: component loosening (femoral component), pain. Aug 22, 2017: email notification from kennedys received. There is no new information. This complaint was updated on aug 31, 2017. Update aug 22, 2017 records reviewed for MDR reportability. Stem reported for implant loosening at bone to implant interface, as indicated on alert date (B)(6) 2013. Corrections to reporting of asr acetabular and asr femoral implants initiated. Noted that reported pain can be attributed to the femoral stem component loosening. Complaint updated on: (B)(6) 2017